Event description:
The customer stated he required medical assistance by the paramedics due to low blood glucose levels. The customer also stated that the insulin pump has been exposed to MRI, xray and CT scans. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.